Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 63mg/dl. Troubleshooting was performed. The caller stated that insulin pump did not exit the rewind complete and bolus delivery loop, but it did complete the fill tubing process successfully. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display. Problem isolated to the interface board. Further testing could not be performed due to the frozen display.